Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2011 the patient presented with spinal stenosis and facet osteoarthropathy. He underwent the following procedures: l3-l4 and l4-l5 decompressive laminectomies with foraminotomies and l4-l5 transverse lumbar interbody fusion with pedicle screw and rod construct. Posterior lateral fusion and interbody construct utilizing a device with bone morphogenic protein and locally harvested bone autograft. Per op notes: the l4 and l5 pedicles were cannulated and 6.5 by 50 mm screws were placed with fluoroscopic guidance. The midas rex drill with a 2.5mm matchstick was utilized to remove the lamina of l5 and to undercut the lamina of l4. Kerrison rongeurs and currettes, rasps and soft tissue shavers were utilized. Bone morphogenic protein sponge was then wrapped around locally harvested bone and placed inside the cage. A 12x30mmm cage was utilized. Prior to placement of this bone morphogenic protein and bone chips were placed initially and impacted anteriorly. Then 40mm rods were placed in the tulips of l4 and l5 and the locking caps were placed and tightened.

Event description:
It was reported that on (B)(6) 2011 the patient presented with low back pain, radiculopathic pain, spinal stenosis and facet osteoarthropathy. The patient underwent l3-5 decompressive laminectomies with foraminotomies and l4-5 tlif and posterior lateral fusion using crescent interbody device, legacy instrumentation, locally harvested bone autograft, and rhbmp-2/acs. Intraoperative findings included ligamentous hypertrophy with facet hypertrophy. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.